Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose for two days. The customer stated that the day before her blood glucose was 500 mg/dl, she treated with a bolus after breakfast, then removed the insulin pump and had to treat with manual injection and in the afternoon it went down to 203 mg/dl. At night, she was at 209 mg/dl and it rose to 500 mg/dl. She only had dialysis fluid and did not eat before bedtime. Customer stated she has been struggling to control her blood glucose level since the initial setup. Customer was advised she could reach out to the diabetes clinical manager or the helpline for assistance.